Event description:
General report received of an undocumented number of undocumented incidences of loss of IV access due to the syringe sticking when flushing. The customer reported that after starting the IV access, they would connect a t-connector to the catheter and then attempted to flush the IV. The syringe would be "sticky" and require increased pressure to administer the flush solution. The increased pressure in the vein would cause the access site to be lost. The clinicians were able to restart the ivs in most instances, although a few patients required a third IV start. No patient harm was reported except for the discomfort of the required restart of the IV access. Although requested, no information regarding patient gender, age, diagnosis, or date of event was available.